Event description:
Reporter alleged being found in a "semi-coma state and treated with a dietary adjustment due to blood glucose monitoring results. Reporter stated using two different devices and being unsure which one was used at the time. Reporter stated device result was 162 mg/dl and a different device result was 79 mg/dl. Reporter indicated being a brittle diabetic and glucose results are very erratic. Reporter stated he was having difficulty waking up and was found by family members. Reporter stated being usure of how much he ate or how much insulin was taken based on device results. Reporter indicated family member treated him dietary adjustments and he was usure if device was reading correctly. Reporter stated controls were expired and not used. A request was made for the return of the suspect device and replacement product was sent.